Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
(B)(6) study. It was reported that the patient died. In (B)(6) 2013, the patient's qualifying condition was stable angina and was referred for cardiac catheterization. Subsequently, index procedure was performed on the same day. The target lesion was located in the distal left circumflex artery (lcx) with 80% stenosis and was 28 mm long with a reference vessel diameter of 2.50 mm. The lesion was treated with pre-dilatation and placement of a 2.50 x 28 mm study stent with 10% residual stenosis. On the following day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2016, the patient expired at 12:21 am due to unknown cause.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that the caused of death was "cardiopulmonary".

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that per adjudication, stent thrombosis occurred.